Event description:
The pt had been wearing the implant system externals 24 hours/day. She developed a skin flap infection with some necrosis in the area under the coil. She was admitted to the hosp on 3/9/1999 for administration of intravenous antibiotics. By 3/17/1999 she had been released from the hosp and had only a small hole in the skin flap. The surgeon indicated she could resume limited use of her implant on 3/19/1999.